Event description:
The pt received a neurostimulator on (B)(6) 2011. It was reported that he is experiencing intermittent stimulation. In an effort to resolve this matter, a replacement transmitter was shipped to the pt. F/u on this matter found that the alleged issue persists with use of the new transmitter. It was determined that the pt's neurostimulator needs replacement; however, a date for the procedure has not been communicated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.